Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that after use with 10 bd tube pms plh 13x75 3.0 plbl lim ce there was poor separator movement. There was no reported patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: call between applications specialists + product mgr on the impact of the non migration of the barricor separator on roche automata (sampling system broken following the non migration of the separator) ; issue that may be related to either non-centrifugation of the tube or partial migration of the separator (endogenous or exogenous cause to patient: high protein / use of contrast agent or citra lock¿ in dialysis patient) ; partial migration phenomena were also reported by 2 biogroup labs.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-10-28 h6: investigation summary bd received 18 samples and 1 photograph for the investigation. The photograph was reviewed showing a drawn tube where the separator had not moved post centrifugation, in support of this complaint. In addition, 10 returned samples were taken, drawn with horse blood, mixed, and stood for 30 minutes. They were then centrifuged at 3450rpm for 10 minutes. All samples separated as expected with complete impervious barriers. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has confirmed this complaint based on the photo provided. Bd was unable to duplicate the indicated failure mode when testing the returned samples provided. Based on the investigation performed, a root cause could not be determined. A complaint history was performed, and this complaint was the 3rd complaint received for this material number and lot number and reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. See h.10.

Event description:
It was reported that after use with 10 bd tube pms plh 13x75 3.0 plbl lim ce there was poor separator movement. There was no reported patient impact. The following information was provided by the initial reporter, translated from french to english: call between applications specialists + product mgr on the impact of the non migration of the barricor separator on roche automata (sampling system broken following the non migration of the separator) ; issue that may be related to either non-dcentrifugation of the tube or partial migration of the separator (endogenous or exogenous cause to patient: high protein / use of contrast agent or citra lock¿ in dialysis patient) ; partial migration phenomena were also reported by 2 biogroup labs.